Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. Additional findings found the image was noisy with horizontal stripes due to defective printed circuit board (pcb). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the video connector is loose, resulting in intermittent image during a diagnostic cystoscope procedure on the video system center. This issue occurred during preparation for use. The procedure was completed with another similar device. There was no delay, and the patient was not under sedation. There were no reports of patient harm or impact associated with the reported event.